Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. During the procedure, the pressure was unstable. The physician had to add fluid and then stopped at two minutes of therapy. The original fluid amount was 22cc. The physician added to 40cc and when the fluid was withdrawn, there was only 20cc indicating a leak. The balloon did not appear to have any holes when checked once out of the patient. Another like device was used to complete a total of eight minutes of therapy by manually stopping. There were no adverse patient consequences. The current condition of the patient was reported as fine. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was able to maintain the pressure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.